Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the an "x" mark was displayed on the battery icon of the central control monitor (ccm). After the user re-started the unit, this problem was cancelled. The device was not changed out. The surgical procedure was completed successfully. And there were no delays, not blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the subsidiary manufacturing engineering center (mec), they confirmed that batteries voltage was (13.05v). Evaluation is in progress, but not yet concluded.